Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. The patient was hospitalized. Treatment was not reported. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). The birthdate is unknown. However, it was reported that the patient was born in 1950. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.